Event description:
According to the surgeon the ureteral stent would not thread over the wire and kept 'bunching up.' The surgeon stopped using the device and used other instrumentation to finish the case. Dates of use: (B)(6) 2018. Diagnosis or reason for use: renal stone/renal obstruction. Is the product compounded: no. Is the product over-the-counter: no.